Event description:
The customer reported an error code which resulted in a loss of system functionality. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The table limit switch was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.